Manufacturer narrative:
It was indicated this lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was hospitalized due to decompensated heart failure. The chest x-ray revealed the left ventricular (lv) lead had dislodged resulting in loss of capture. Further investigation revealed high threshold measurements on the right ventricular (rv) lead. Attempts to reposition the rv and lv leads were not successful due to an occlusion of the subclavian vein. Due to the anatomical issues, the lv lead was explanted and the rv lead was surgically abandoned. New rv and lv leads were implanted. No additional adverse patient effects were reported.